Event description:
It was reported that the dexcom g7 sensor was no longer paired with the ilet system, resulting in signal loss without identified responsible device, and that the user attempted a magnet trick without success, restarted both the ilet and phone, and toggled between dexcom g6 and g7 as part of troubleshooting. Symptoms included no adverse clinical effects and a blood glucose value of 123 mg/dl. Outcomes included no alerts or alarms, no medical treatment, and no hospitalization. Investigation included user-guided troubleshooting and education, device restarts, and sensor model toggling. Investigation of this case revealed a communication interruption between the cgm and ilet without replicable malfunction and without evidence of device damage or user harm. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to intermittent connectivity factors.